Manufacturer narrative:
This supplemental report is being submitted to update section d4 with the lot number 146w-0093 and to provide the device investigation results. The evaluation confirmed that the isolation beak at the distal end of the device had broken off. The missing portion was not returned for evaluation. Visual inspection did not find any evidence of physical damage on the resection sheath rod or at the distal end. The reported phenomenon was most likely attributed to impact damage, or by applying excessive force to the device. The instruction manual warns users: "impact, fall, shock or similar stress can damage the ceramic insulation at the sheath's distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged."

Event description:
Olympus was informed that during the removal of foreign bodies (garlic particles), a ceramic beak from a resection sheath was found inside the patient's bladder. The device fragment were successfully removed from the patient. The intended procedure was completed. There was no patient injury reported. No further information was provided. Olympus followed up with user facility and was informed that the patient had initially undergone a resection of the bladder with kidney stone removal on (B)(6) 2015. It was reported that the physician observed foreign bodies while crushing the kidney stones for removal. The foreign bodies were identified to be garlic particles. The physician stopped the procedure and rescheduled the patient to have the garlic particles removed. There was no x-ray performed on the patient after each procedure. It was also reported that during the initial procedure the physician was unaware that the ceramic beak of the resection sheath had broken off and remained inside the patient's bladder. The patient is reportedly in good condition after the reported event.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented accordingly.